Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker either had a syncopal episode, or lost their pulse. Cardiopulmonary resuscitation (CPR) was performed on the patient. It was noted the patient had low blood sugar that day, which may have contributed to the syncope/no pulse. A review of the device data showed the device was operating as programmed, the lead measurements were normal, and there were no episodes from that day. No additional adverse patient effects were reported. The device remains in service.